Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2018 with the following findings: the alleged call service alarm issue was unable to be investigated due to an unresponsive keypad on start up as reported on medwatch report #2531779-2018-04083. Moisture corrosion was found inside the pump on the continuous glucose monitoring module and on the keypad flex/connector. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Investigation of the alleged call service alarm issue was not able to be completed because the pump was received in a condition that made investigation impossible.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.